Event description:
It was reported that the bd plastipak¿ syringes had a broken tip. Report 2 of 2. The following was received by the initial reporter: verbatim: we had problems with the 10ml syringes from lot 3107614 (bd). Several came with the plunger rubber loose, which prevented the creation of a vacuum for blood suction at the time of collection (the collector pulled the plunger up to the 10ml mark, but the syringe filled with air and only 2-3ml of blood was obtained). In addition, syringes with a broken tip were also found, preventing the insertion of the needle.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary photos received by our quality team for investigation. Through visual evaluation tip breakage is observed. Tip breakage of syringe is confirmed. A device history review was performed for the reported lot 3107614, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the teams investigation, root cause for tip breakage is associated with transfer disk failure during assembly process. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ syringes had a broken tip. Report 2 of 2. The following was received by the initital reporter: verbatim: we had problems with the 10ml syringes from lot 3107614 (bd). Several came with the plunger rubber loose, which prevented the creation of a vacuum for blood suction at the time of collection (the collector pulled the plunger up to the 10ml mark, but the syringe filled with air and only 2-3ml of blood was obtained). In addition, syringes with a broken tip were also found, preventing the insertion of the needle.